Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's family reported that where the wires connected halfway up the patient's back had disconnected. When the patient bends over it does not work. The patient also has pain and a burning sensation at the implant site. The device sticks out so far that when they are charging it hurts so bad they almost cry. This has been occurring since implant.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the physician put the "wires" in wrong. It was also alleged that the "battery" was put in wrong and was in the skin (not in the fat) so it stuck out and hurt the patient. The doctor told the patient to wait until "it falls into place." The patient desired to have the implantable neurostimulator (ins) taken out. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.